Manufacturer narrative:
The hill-rom technician found the siderail detection switches were damaged and the power and signal cables were cut which exposed the wiring. The technician will replace the parts to repair the bed.

Event description:
Info received indicates the bed is showing an error code.